Event description:
Same case as MDR ID: 2134265-2014-01916, 2134265-2014-02089, 2134265-2014-02090, 2134265-2014-02091, 2134265-2014-02092. (B)(4). It was reported that instent restenosis and angina occurred. The patient had non-study stent placed prior to the study index procedure as follows: a 2.5x28mm promus element plus stent in the first diagonal in (B)(6) 2012, a 2.5x16mm promus element plus stent in the first diagonal in (B)(6) 2013, and three promus element plus stents (3.5x16mm, 3.0x38mm, and 3.5x8mm) place in the saphenous vein graft to the second obtuse marginal in (B)(6) 2013. On (B)(6) 2012, the patient presented stable angina and for the planned staged procedure in the saphenous vein graft to (svg) to obtuse marginal (om). Subsequently, coronary angiography and index procedure was performed. The target lesion was a de novo lesion was located in the proximal segment of svg to 2nd om with 80% stenosis and was 30mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 32mm promus element plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented with unstable angina and was hospitalized on the same day. Subsequently, cardiac catheterization was performed. The 95% restenosis of the previously placed study stent located in the proximal segment of svg to 2nd om was treated with balloon angioplasty with 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).